Event description:
It was reported that, "the patient has been on pain medication since the surgery. Home physical therapy was done for 6 weeks. They were not able to straighten and/or bend completely so (B)(6) 2011, a manipulation was done which helped for a short period of time. The patient is in extreme pain. (B)(6) 2012, a lateral release was done in which they released the lt band. She walks with a limp and cannot go up or down steps on her own. The patient's osteoporosis doctor commented that there is something mechanically wrong with the knee. Physical therapy has stated that the right side of her knee has remained bruised. She is a flight attendant, and therefore, she is unable to work. She is going to see a revision surgeon on (B)(6). Pre op x-rays and pathology report has been lost."

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. If additional information becomes available, it will be submitted in a supplemental report.